Event description:
It was reported that during tka navio system suggested to remove 12mm instead of 9mm recommended for legion the flexion was shown as 10 to 11 degrees even though the leg seemed straight and in the visualizer looked like the mechanical axis was a little off. Default implant size was oversized. There were hip center errors and finally got it right when surgeon held from ankle and rotated. Surgery was completed with s+n manual instrumentation and no patient injuries or delays greater than 30 minutes were reported.

Manufacturer narrative:
H10: additional information on a1, b2 and e1. H11: correction on b1, h1 and h6. - attachment: [memo - MDR submissions.pdf].

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for evaluation. Device history review review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system: user¿s manual was reviewed. This document has information regarding system usage and troubleshooting. Review of the case screenshots and log files found that the system performed within expected parameters. See attached document for more information regarding the reported issues from review from the product management team. No further medical assessment is warranted at this time.